Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was over 400 mg/dl. The customer had to treat their blood glucose level with a syringe. Insulin did not exit and the insulin pump alarmed no delivery while troubleshooting. The customer was unable to assemble a new infusion set and reservoir. The customer had changed the tubing and reservoir 3 to 4 times to try and fix the no delivery alarm. The device was not returned.